Event description:
It was reported that this implantable pacemaker device was suspected of premature battery depletion (pbd) as the power consumption was 112 microwatts which was 256 percent of expected. This device was explanted and replaced. No additional adverse patient effects were reported.